Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the liquid crystal display (lcd) on the roller pump did not work. The roller pump was being used as a cardioplegia pump. The lcd on the pump was turned off. The device was not changed out, as the user pulled out and reconnected the power line. They could control by the central control monitor (ccm) after that. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary associate, the product might be repaired at the manufacturing engineering center (mec) site. We are going to order part for the pump.